Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient's spouse reported that the stoma site had variable drainage with milky, yellow and brown colors and dressings were completely soaked through. A culture swab was done (results not reported) and the patient was treated with amoxicillin-clavulanic acid, keflex+nystatin, cloxacillin, and intravenous ceftriaxone.